Event description:
It was reported that a wireless battery module g suffered fluid damage. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom fluid damage. The evaluation found that the device's wireless connection capabilities were inoperable due to a check battery alarm. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board, as a result of fluid intrusion, rendering the device irreparable. The device was retired from service.